Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image and also had a pump error. The customer¿s blood glucose level was 212 mg/dl. The customer stated that the insulin pump was not working. The customer stated that they were unable to clear the alarm. Customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.